Event description:
Caller reported that blood glucose levels were fluctuating, dropping low and then rising unexpectedly to high levels. Although specific blood glucose values were not provided, it was indicated by the customer that the levels were displayed as "low" and "high". In response to low glucose readings, the customer consumed carbohydrates, whereas high readings were addressed with insulin corrections via the pump. The customer also monitored levels manually and made adjustments. A misunderstanding of the product functionality was identified, attributed to not logging meals and inappropriate use of the pump in sleep mode. Technical support educated the customer on proper use and advised consulting an endocrinologist for review and adjustments. The pump system was working correctly, and recommendations for a software update were given.